Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent re-do procedure, a faradrive sheath was selected for use. The faradrive sheath was prepared correctly and was working after the insertion of the farawave catheter and during the first half of the procedure. The farawave catheter was removed to adjust the splines, and, after the reinsertion, an issue with the sheath valve was noted. During aspiration, many air bubbles were seen in the flush line. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a persistent re-do procedure, a faradrive sheath was selected for use. The faradrive sheath was prepared correctly and was working after the insertion of the farawave catheter and during the first half of the procedure. The farawave catheter was removed to adjust the splines, and, after the reinsertion, an issue with the sheath valve was noted. During aspiration, many air bubbles were seen in the flush line. The sheath was replaced, and procedure was completed without patient complications. The sheath was returned for laboratory analysis.